Manufacturer narrative:
The device was returned, analyzed, passed all tests performed, and exhibited normal device characteristics. A labeling review was performed on the implantable pulse generator, ipg, and leads instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. It states system failure, which can occur at any time due to random failures of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure are known risks of implanting a pulse generator as part of a system to deliver scs. Based on all available information, engineers are able to confirm the root cause of the event. The device wase returned as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint as known inherent risk of device.

Event description:
It was reported that the patient experienced a loss of stimulation and discomfort due to low impedances on the lead of the spinal cord stimulator (scs) system. Reprogramming was attempted but stimulation was not adequate to relieve the patients' pre-existing pain. The patient underwent a revision procedure in which the lead was replaced with a new lead. Post operative programming was performed and it was successful. A database analysis was conducted, but the results were inconclusive.

Event description:
It was reported that the patient experienced a loss of stimulation and discomfort due to low impedances on the lead of the spinal cord stimulator (scs) system. Programming was attempted but stimulation was not adequate to relieve the patients' pre-existing pain. The patient underwent a revision procedure in which the lead was replaced with a new lead. Post operative programming was performed and it was successful. A database analysis was conducted, but the results were inconclusive.